Manufacturer narrative:
(B)(4). One segment of 0.9mm tubing (length approx 9cm) was returned with this complaint. The vital port, catheter lock, and other segment of catheter were not returned. A visual inspection was performed on the catheter tubing, which identified a jagged end consistent with markings that indicate a catheter fracture. A series of three or four fissures running laterally along the outer diameter of the tubing were observed under magnification. No burnishing or indications of long-term wear were observed. No bruising was observed, indicating this was the portion of catheter that was retrieved from the pulmonary artery. A dimensional verification was performed per drawing b-0792-1.0, which confirmed the ID and od of the catheter are within specification. No evidence of manufacturing non-conformity was observed. The presence of jagged edges on the end of the returned catheter segment confirms that the catheter fractured. It is unk whether the fissures along the lateral axis were created during the implantation, inside the pt during the treatment period, or upon retrieval from the pulmonary artery, as these makings could affect the strength of the catheter material. The lack of burnishing indicates the break was sudden. The root cause of the catheter fracture is unk. There is evidence of a fracture and of damage to the catheter, but the root cause of said damage is unk and could be incidental to the failure mode itself.

Event description:
Date: unknown. The complaint device was implanted in the breast region. Date: unknown. It was confirmed that the catheter has been ruptured and the separated segment migrated into the pulmonary artery. Although the physician had difficult time in retrieving the segment, it could be retrieved with a snare and some other devices successfully. Not only the separated segment but also the whole device was retrieved out of the body and another port was newly placed in the contralateral side of the breast region. No adverse effects to the pt.